Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device's pacer rate was incorrect. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). The device was returned to zoll medical corporation for evaluation. Review of the device log showed the device paced at a consistent rate of 70 ppm; however, the patient's heart rate fluctuated significantly, triggering intermittent low and high heart rate alarms. The low heart rate alarm suggests capture was not achieved, while high heart rate alarms coincided with noisy ECG signal that may result from poor electrode coupling or accessory issues. Testing of the returned device did not reproduce the customer report or identify an issue to the device. The device was recertified and returned to the customer. The x series operator's guide (pn: 9650-002355-01) (rev: g) provides guidance on how to achieve and determine capture, mentioning that the pacer output should be adjusted until capture is achieved. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device failed to capture the patient's heart rhythm.